Event description:
Reprocessed ligasure opened for case. When used on patients tissue for first use machine said incomplete seal cycle. Machine was turned off and back on, still not working. New ligasure opened and used for case.